Manufacturer narrative:
The burn to the patient's forehead appeared to have been caused by the mr-conditional medtronic axiem stealth array device that was applied to the patient's forehead prior to and during intraoperative scanning. This was the hospital or staff's conclusion. A flex coil involved in the procedure was returned for evaluation. It was functionally tested/ inspected and found that the signal to noise ratio did not meet specification. It appeared that the coil had been dropped because there the pre-amps were found to be loose. It was concluded that, although the coil did not meet snr, it did not contribute to the burn on the patient's forehead.

Event description:
A neurological procedure with intraoperative scan took place on a (B)(6) month old pediatric patient. After the MRI scan was completed and the patient was undraped, a full-thickness burn was noted to the patient's forehead. Per the hospital and their investigation, it was determined that the cause of the burn was a medtronic mr conditional axiem stealth array that was in place on the patient's forehead. There were two factors involved in the burn: first, there was a disconnect between the or and the mr technician that the device was in use and still on the patient's forehead prior to and during the scan; secondly, the instructions for use for the medtronic array was not followed for use within an MRI, thus creating a full-thickness burn to the patient's forehead by the uncoiled wire that connects to the array. At the time of the scan, imris flex coils were being utilized however; there does not appear to be any relationship between the imris components and the patient burn. A hospital staff reported the incident to medtronic.